Event description:
Intera oncology marketing department spoke with the patient, which indicated that they were not able to receive their full course of floxuridine treatment because the pump did not fit well in their body. This occurred over a year ago.

Manufacturer narrative:
The device history record, (B)(4), ln: 28830, was reviewed. There were no nonconformance's pertaining to this serial number. The device met all specifications prior to release from manufacturing. Intera oncology communicated with the clinic via email on (B)(6) 2025. The clinic responded to our inquiry and clarified that if wasn't that the pump didn't 'fit well' in the patient's body. It was due to the patient's pump pocket getting infected twice. Initially, the physician tried to relocate the pump pocket but it got infected a second time. According to the physician, there was nothing wrong with the pump itself. Pump pocket infection is a known adverse event on the labeling of the intera 3000 pump.